Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Analysis of the tip, distal shaft, collar, and hypotube included microscopic and visual inspection. Inspection revealed a complete separation at the collar/shaft area. No other damage was observed.

Event description:
Reportable based on device analysis completed on 27oct2020. It was reported that hypotube break occurred. The 85% stenosed, 38mmx3.5mm target lesion was located in the moderately tortuous and calcified left anterior descending artery. A guidezilla guide extension catheter was selected for use. During procedure, it was noted that the device was fractured less than 15cm from the hypotube. It was confirmed that there were no device fragments left inside the patient's body. The procedure was completed with another of the same device. There were no complications reported and patient was stable. However, device analysis revealed a complete separation at the collar/shaft area.